Event description:
On (B)(6) 2015, I had coronary CT scan done by (B)(6), part of (B)(6) run by (B)(6). Test was done with ge revolution spacer. When I came out, I felt something went wrong the technicians were really nervous. I ask did everything went well they told me your scan pictures are really bright and wanted escorted me right out. Several hours later and that night I felt like burning in my back there was being round circle and my legs were red, my spinal cord felt like torch on fire this lasted over month, gums bleeding, burn smell in my mouth and nose over 3 months. I did contact the hospital they told me we did not cause this just take pain killer. It just got worst. I did contact the hospital and they said it must be something else. I went to see dermatologist dr (B)(6) who got shocked and ask if I am getting cancer treatments since he has not seen anything like this bad in his career. I did say no. He informed me that you have radiation caused burns, biopsy was taken later from my back and results came secondary radiation skin changes. I did contact the doctor (B)(6), who did meet me (B)(6) 2015. He was so angry with me that because of me his study is destroyed also wanted to know have a sue hospitals before which I have not done. I asked can we have the CT scan tested if there is something wrong. He got even more angry. There is nothing wrong with the CT scan when I demand it needs to be checked, dr (B)(6) told me if I can find someone to check the CT scan let them know the name he will consider it. I was shocked! Then he asked, can we do another CT scan perhaps we can find out what happens? I told him your CT scan almost kill me and burned that I have constant burns in my back. I will never do that dr (B)(6) just laughed at me. Tell me how powerful hospital they are so well connected even if you reported to (B)(6) we have own people there so they will not do anything and even if you can show we caused this we have insurance (I did repost to (B)(6) they informed the hospital week before they even went to test the CT scan. Then I was surprised I was told the results of the test has been held by (B)(6). It took almost 2 months before I got the results and lady from (B)(6) told me your results were politically involved. I was shocked! I ask dr (B)(6), you told me and your staff this is safe of scan radiation and cancer not worry. Dr (B)(6) said we know we are causing cancer everyone who takes part of this (4000) people 3-5 years time frame. I was shocked why did you not tell me this before? He just said there is nothing you can do. I have found out as reported to the doctor and hospital they have refused to contact me I've been told, reported issues directly to dr (B)(6) I believe they are not reporting accurate results of these tests. I have left them know radiation burn last year (B)(6) 2015, but have they recorded? This test has been done 1500 people not they will do it 2500 people. I did call them to ask if any radiation burns has happened they told me no (even that I have reported) they told a lot people have rash this is what they call my back burn with radiation of rash. (B)(6) doctor (B)(6), and most of the interview people are from (B)(6) too they are not accountable to anyone. How can this be true? Can they just get away with this? I needed I will come testify in (B)(6) to congress who ever is willing to listen. Now is time to improve safety protocols of the CT scans and I will be willing to help if I can. I do not want anyone else going through this what I went through. I have found out now that ge revolution has at least 3 recalls class 2. Status of my health. My back is constant pain, nerve damages, painful to wear shirt, pain around my eyes, sensitive, painful prostate area, sleepy, dry mouth and pain in spinal cord and weird feelings in my stomach area. Important info: hospital have not returned any of my calls or emails since (B)(6) 2015. I have been advised to report to the doctor and hospital this issue which I have done by email. What else can I do to report? I have informed them the issues. Slide note dr (B)(6) told me (B)(6) 2015 when I show my back he will treat me for free in his clinic. This never happened.